Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was replicated. The manifold printed circuit board assembly (pcba) was replaced to address the issue. The product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming manifold pcba. However, how that manifold pcba became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. No further information is expected. (B)(4).

Event description:
A customer reported that the vitrectome was not working and two system messages were shown at start-up before surgeries. There was no patient involvement. The customer restarted the system and performed 5 cataract procedures with intraocular lens (iol) implant without any complications. No further information is expected. This is one of two reports being filed for this facility. This report is for the event that happened on (B)(6) 2015 and another surgeon.